Event description:
On 29-aug-2025 the clinical team reported that on (B)(6) 2025 the end-user was hospitalized with diabetic ketoacidosis (dka) after removing the ilet pending a replacement for an unresponsive touchscreen, previously reported. The end-user was treated with intravenous insulin and dextrose and discharged on (B)(6) 2025 with no reported long-term effects.

Manufacturer narrative:
The device history record (DHR) review was completed, and the device passed all manufacturing release criteria for distribution. No issues were identified that would have impacted this event. The product was not returned for evaluation, and device logs were not available for review; therefore, an engineering investigation could not be performed. Based on available information, the ilet touchscreen became unresponsive as reported in MDR 3019004087-2025-03439, and the end-user discontinued device use. The end-user did not initiate backup insulin therapy, which resulted in severe hyperglycemia and diabetic ketoacidosis (dka) requiring hospitalization. No new device malfunction was identified. Should additional information become available, a supplemental report will be submitted.